Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation. Also, patient experienced pain and discomfort. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Also, perforation allegation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation. Also, patient experienced pain and discomfort. No new lead was implanted. No additional adverse patient effects were reported.